Event description:
On (B)(6) 2010, an ipp was implanted. On (B)(6) 2011, the patient indicated to a physician that he "had difficulties, including low-grade fever, scrotal swelling, inability to operate the implant, pain, and scrotal drainage. He states he voids without difficulty." On (B)(6) 2011, it was reported that the entire device was removed, due to infection and erosion, "CT scan...revealed that his penile implant reservoir was located completely within his urinary bladder." Patient outcome reported: "incisions were healing uneventfully, and he appeared to be voiding without too much difficulty...he appears to be recovering on schedule."

Manufacturer narrative:
Catalog #: cylinders and pump 72404251. Reservoir 72404155. Serial #: cylinders and pump (B)(4). Reservoir (B)(4).